Event description:
Additional information was provided indicating that the product did not come in contact with the patient. The problem could not be detected prior to use. The problem occurred before the surgery and the procedure was completed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant surgery, the iol was defective. It was described as the presence of folds in the rings. Additional information has been requested.